Manufacturer narrative:
(B)(4). This event is still under investigation. The follow-up report will be sent by (B)(4) 2011.

Event description:
The customer reported that during the procedure, a warning x-ray tube message appeared. When the equipment was connecting and disconnected, the digital and geometry subsystem were not working. The equipment stopped.